Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "a piece of human hair has been found in the package after opened so the product was considered as contamination and can't be used, then the new one had to be replaced."

Event description:
It was reported that, "a piece of human hair has been found in the package after opened so the product was considered as contamination and can't be used, then the new one had to be replaced."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 5fr dual lumen powerpicc catheter, a 5fr microintroducer, a 21ga introducer needle, an ir guidewire, and two end caps. The kit tray was received partially opened. A hair was found in the kit tray. Also received was a photograph of the opened kit which also showed a hair within the kit tray. Due to the open state of the kit, it could not be determined when the hair entered¬ the kit tray. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair present within the kit tray is inconclusive due to poor sample condition. Two photo samples of a powerpicc catheter kit were provided for evaluation. The first image showed a product sticker label depicting lot: regz0433. The second image showed an open 5 fr powerpicc catheter kit tray. The catheter, guidewire, and introducer needle are present within the tray. A hair appears to be present partially within the tray extending past the tray flange. The condition of the kit tray contents prior to kit opening and handling remains unknown; therefore, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported that, "a piece of human hair has been found in the package after opened so the product was considered as contamination and can't be used, then the new one had to be replaced."